Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15191031 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill unraveled/stretched during placement. During the procedure, the orbit rdfl complex fill coil stretched during insertion into the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and the mc was not re-shaped. There was no resistance occurred when the coil was inserted in the microcatheter or any other time (repositioning, withdrawn, etc), and there were no kinks in the mc that may have contributed to the event. The coil was withdrawn back into the mc without any difficulty, and not additional intervention was required. Besides the coil, a balloon or remodeling product was not used during the procedure. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received unzipped without damaged. The support coil and gripper were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" could not evaluated since the embolic coil was not received for analysis. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil - unraveled/stretched" could not evaluated since the embolic coil was not received for analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural issues repositioning may have contributed to the confirmed failure.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received unzipped without damaged. The support coil and gripper were found outside of the introducer. The support coil and gripper were found without damage. The embolic coil was not received for evaluation. The gripper was inspected under microscope and it was found without damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" could not evaluated since the embolic coil was not received for analysis. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, the orbit rdfl complex fill coil stretched during insertion into the aneurysm. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and the mc was not re-shaped. There was no resistance occurred when the coil was inserted in the microcatheter or any other time (repositioning, withdrawn, etc), and there were no kinks in the mc that may have contributed to the event. The coil was withdrawn back into the mc without any difficulty, and not additional intervention was required. Besides the coil, a balloon or remodeling product was not used during the procedure. No additional medication s was required as a result of the event.